Event description:
It was reported that an increase in capture threshold and pacing lead impedance were observed. The patient was asymptomatic. In-clinic testing and review of trends showed that the pacing lead impedance and capture threshold were stable at the new values. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.